Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found dents, scratches, broken strands and broken forcep tips. The distal tip and the body control unit is re-assembled. A new bending rubber is installed at the distal tip. A suction capacity test is performed to assure that the endoscope meets original specifications. The endoscope is leak tested to ensure that it is watertight.

Event description:
It was reported to olympus that there was a service portal channel malfunction and there was a biopsy valve needle stuck in red channel biopsy. It was reported that the reported event occurred during reprocessing and not during a procedure immediately prior to reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. Updates to section h6. The DHR was reviewed and it was verified that the product was manufactured in accordance with specifications. The legal manufacturer analyzed a photo of the suspect object and verified that the foreign object is not part of the scope and is likely the tip of an endotherapy accessory. The legal manufacturer attributes the likely cause of the reported event to user handling during the procedure.